Event description:
(B)(4). It was reported that post a stenting treatment procedure, an abrupt closure occurred. The 90% stenosed, 10mm long target lesion with a 3.5mm reference vessel diameter was located in the proximal right coronary artery. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. A post procedure lesion description referenced an abrupt closure. However, it was reported that post procedure timi flow was "3" and the subject was discharged 1 day later.

Manufacturer narrative:
(B)(4). As stated in the initial submission, given the vague clinical information provided, the contribution of the product or repetitive user error could not be ruled out until additional information was received. Multiple attempts were made to obtain additional information from the surgeon, but no information was received. If additional information is received, a follow-up report will be submitted.

Event description:
Physician would like information on post operative neuritis associated with floseal in the neural foramen. This does involve "several" patients over the last 2 years. The physician reports that he is seeing this reaction immediately post operative lasting up to 4 weeks. The procedure he is performing is lumbar interbody fusion.

Manufacturer narrative:
(B) (4). Baxter medical assessment: given the vague clinical information on several cases (since no details are known we have filed just one case) of postoperative neuritis/radiculitis (after lumbar interbody fusions in which floseal has been used), we cannot rule out a contribution of the product or a repetitive user error. To clarify the potential causal relationship following clinical information is required: how was the neuritis been diagnosed (only clinically or also documented with neuroimaging)? What were the respective findings? Where the signs of neuritis present immediately after surgery, or did they occur in the 2-3 days after surgery and a pain-free interval? Indication for using floseal. Has floseal been applied in the presence of an active bleeding, or prophylactically? Applicator type used? Volume of product applied, and where exactly was the product places (dorsal to the lumbar dura, root canal, axial of the spinal root, etc)? Has been immediate approximation of the applied floseal been done (e.g. With a brain patty)? Has the excess product been meticulously irrigated after hemostasis has been achieved? Who trained and how has the operating surgeon been trained regarding the correct application of floseal (instructions for use, sales rep, (B) (4), other surgeon/colleague) in addition we would need. Further detail regarding the exact number of patients that developed these symptoms to identify the exact number of reports to be filed. It has also to be investigated how many of the patients who received floseal developed these signs (all or only a certain percentage). What is the incidence of postoperative neuritis/radiculitis in floseal-treated and non-treated patients in this department (does radiculitis occur in each patient receiving floseal, and if not in what percentage compared with surgeries without the use of floseal) a state of the art causality assessment will only be possible after clarification of all the above questions. (B) (6). A follow-up will be provided upon receipt and evaluation of additional information.